Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had a loss of stimulation and therapeutic effect. It was noted the patient had overstimulation sensation. Additional information received reported the patient received injury as they were directed to pass through a scanner system at an airport. The reporter stated the patient collapsed and had the spinal cord stimulation system replaced. It was noted the patient had the implantable neurostimulator (ins) implanted after two previous failed surgery treatments. It was further noted the patient went through a security gate that caused electric shock and the ins to switch off. The reporter stated the patient felt their eyes pop and suffered severe headache for 12 hours. The reporter further stated the patient had pain radiated to her hand and legs and the ins stopped working due to battery failure. It was noted the patient had an immediate injection. It was further noted the patient had to increase their settings for a decrease in symptom relief. The reporter stated the patient had to increase pain relief medication, anti-inflammatory medication, anti-anxiety medication, beta blockers, and anti-seizure medication. The reporter further stated the patient was experiencing a much higher level of pain and the ins had to be adjusted to accommodate that. It was noted the patient was feeling different after. It was further noted the patient had the ins replaced. Additional information received reported there may have been possible damage to the electrode when passing through the security gate, possibility of some tissue damage around the electrode, and any possible weakness of that area of the spine and muscles. It was noted the patient last surgery regarding their device took place on (B)(6) 2012. It was further noted the patient's ins was replaced.

Event description:
It was reported the pt experienced a shocking or jolting sensation after walking through a security gate at an airport. It was stated the pt's device was turned on when they walked through the gate. The pt was referred to their health care provider.